Manufacturer narrative:
The device was returned due to a signal issue. Electrodes 1-4 read as open circuits. Electrode rings 1-4 were noted to be displaced and dissection revealed conductor wires 1-4 had been fractured proximal to the weld joint, consistent with the open circuits detected and the reported signal issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode rings and fractured conductor wires is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis, confirming displaced electrodes on the catheter.